Event description:
The email received for the study indicated that the pt experienced a 90% intrastent restenosis on the proximal right coronary artery (rca) five months after the procedure. A repeat ptca of the target lesion (tl) has been performed and a new significant lesion has been treated (data not available) by ptca to the proximal left anterior descending (lad).

Manufacturer narrative:
This device is distributed outside of the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.